Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned concorde lift inserter tether revealed signs of minor wear with no visible signs of any damage. The inserter tether was functionally tested by attaching an implant to tether and outer sleeve, and successfully engaged driver through tether and into implant drive feature. The device functioned as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The investigation could not verify or identify any evidence of product contribution to the reported problem. It is not suspected that the product failed to meet specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon sheared off the end of the torque driver when torqueing out the concorde lift implant. After insertion the surgeon impacted the implant into the l4/5 disc space. With the implant insertion device on the surgeon then tried to expand the device. Then he removed the insertion device and tried to final torque the implant without the implant holder on and the driver tip broke off without torqueing out. The surgeon then suctioned out the broken end of the tip, and left the implant in the space and compressed on the screws above and below. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.